Manufacturer narrative:
Qn#(B)(4). Additional information: this product is not sold in the us. The 510k # provided is for a similar product that is sold in the us. This report is for the second in a series of two product issues with the same patient. The initial event has been reported under MDR#3006425876-2015-00187.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint could not be confirmed. The customer returned a 2-lumen catheter which was leak tested by injecting water through both extension lines with the opposite end occluded. No leaks or crossovers were observed. A review of manufacturing records did not yield any relevant findings. No problem was found on the sample. No further action will be taken.

Event description:
It was reported that after insertion of the catheter in the patient's room, blood flashback couldn't be seen well in the distal lumen, however the md injected the high-calorie infusion and intralipos injection (lipid emulsion) anyway, then covered the insertion site. The md noticed in the transparent film of dressing that the infusion solution was leaking from the catheter and as a result, he/she discontinued the catheter use. On the following day, the catheter was removed and same-size catheter was inserted from same insertion site.